Manufacturer narrative:
Product event # (B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
Product event (B)(4) evaluation process: *performed visual inspection on unit per tcl-514-900008. Unit is in good condition. Performed baseline functional testing per tcl-514-900008. No performance issues found. Delivered rf energy properly in all modes. Root cause: service department could not replicate the customer¿s complaint. (B)(4).

Event description:
During a pacemaker generator/component exchange procedure utilizing the pulsar system, it was identified that the system activation tone continued upon release of the coag activation button. It is unknown if energy was still being delivered to the device or not. No issues were reported regarding the cut function. A second device from the same unknown lot and a third device from a known lot were used for troubleshooting and the same issue persisted therefore an additional generator was utilized to complete the case.

Event description:
During a pacemaker generator/component exchange procedure utilizing, the pulsar system, it was identified that the system activation tone continued upon release of the coag activation button. It is unknown if energy was still being delivered to the device or not. No issues were reported regarding the cut function. A second device from the same unknown lot and a third device from a known lot were used for troubleshooting and the same issue persisted therefore an additional generator was utilized to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.